Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer had ketones and was vomiting and treated with bolus and syringes. Customer's blood glucose value was unknown at the time of the call but stated that the high blood glucose was off of the meter, which cannot read over 600mg/dl. The customer's mother stated that the blood glucose came down after several set changes. The customer's mother declined troubleshooting. The product will not returned for analysis.